Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm due to reservoir being empty and customer did not realize reservoir was empty. As a result, customer became sick and had gastroparesis. Customer went to the hospital on (B)(6) 2015 with blood glucose of 413 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for two days. Customer was not wearing insulin pump for one day at the time of hospitalization and was treating with manual injection.